Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3 10c31, (B)(4). Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years and 2 months post implant of this aortic bioprosthetic valve, the patient is being considered for valve-in-valve replacement due to unknown reasons. Medtronic received additional information that 12 years and 4 months post implant of these bioprosthetic valves, the aortic valve was explanted and replaced with a non-medtronic bioprosthetic valve due to severe insufficiency. During the same procedure, the patients mitral bioprosthetic valve was explanted and replaced due to obstruction caused by the anterior strut of the bioprosthesis protruding into the left ventricular outflow tract (lvot) and increased gradients (peak gradient 69 mm hg). No additional adverse patient effects were reported.